Event description:
The customer contact reported air in the tubing set distal to the pump with no pump alarm. On an unspecified date and time an unspecified channel of the pump was programmed to deliver an unspecified concentration of tpn (total parental nutrition) and an unspecified concentration of lipids and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted, ¿two big air bubbles found after cassette¿ distal to the pump with no pump alarm. There were no reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided, including if the pump was removed from clinical service.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.